Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2024) the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during a stent placement procedure, the stent allegedly could not be deployed and it was stuck on the inner catheter. There was no reported patient injury.

Event description:
It was reported that during an in vitro stent placement procedure on the table at room temperature, the stent allegedly could not be deployed because it was stuck on the inner catheter. It was further reported that the stent finally expanded after various maneuvers. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. One provided video demonstrates complete deployment of the stent on the table at room temperature. After complete stent sheath retraction, the stent is adhering to the inner catheter. Deployment on the table does not reflect dv/v condition nor intended use and is therefore considered an off label use condition which does not necessarily reflect a device deficiency. Therefore, the investigation leads to inconclusive result. Based on the information available the investigation is closed with inconclusive result for stent expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential worst case complications and adverse events potentially related to expansion issue such as incorrect positioning of the stent, stent fracture, malposition, and surgical intervention. The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. H10: d4 (expiration date: 08/2024), g3 h11: b5, h6 (patient, method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.